Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that the tip of needles were breaking off while suturing. They report no change in technique. Occurred in the subcuticular closure layer. Procedure was completed without patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following please confirm the number of procedures affected by this issue. The hcp did not provide a specific number of procedures or needles. They were uncertain as to number of occurrences. Can you identify the lot number of the product that was used? Packages were not retained. It was reported that "needle tips were not located" what tissue was being sutured when the needle tip broke? The subcuticular layer. What was done to search for the needle tip? Were x-rays taken? A brief look. No x-rays. Hcp felt they would be too small to see on x-ray. Were there any patient consequences no. Hcp stated that they did not anticipate complications. What is the surgeon's opinion of the possibility of the needle tip being retained in the patient? They said it was likely retained & expected that it would likely ¿spit¿. Are there any plans in place to search and remove the needle piece in the future? No please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) imran hussein md (resident). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Discarded. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.